Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose reached 22.9 mmol/l (412.2 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site, the patient noted that the "cannula was broken" and reported being unsure if it was properly seated in the infusion site. As treatment, a new pod was placed. The pod has been discarded.